Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the tip of nforce nitinol stone extractor basket could not be opened prior to use. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure.

Manufacturer narrative:
Investigation - evaluation: a review of device history record, complaint history, documentation, specifications and visual inspection was conducted during the investigation. One device was returned for investigation. The device was returned with the unidex handle (udh) in the closed position and the basket formation in the closed position. The udh handle does not actuate the basket formation. A visual examination noted that one wire was broken. A closer observation noted, the broken wires appeared as though it had been hooked on something. The basket formation was smashed in appearance. The collet knob was tight and secured. The handle was disassembled. A black flake fell out from inside the udh handle. The basket formation cannot be manually actuated. The support sheath and basket sheath are adhered. Based on the evaluation results, the complaint is confirmed. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Based on the information provided, the root cause is unknown and no conclusion can be drawn. Appropriate personnel will be notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.